Event description:
The facility representative reported "problems with the anti free flow" on a flo-gard pump. It is unk when this event lock place. Although baxter attempted to obtain info, details were not available regarding additional contact info. According to the facility representative, no pt injury or medical intervention had been reported related to the device. No additional info is available at this time.

Manufacturer narrative:
Eval summary: a baxter service technician evaluated the pump. The reported condition of "problems with the anti free flow" was not confirmed. The pump passed all functional tests and was returned to the customer.